Event description:
Complainant alleged that during routine testing, the device powered up normally, but within seconds each character on the display continued to disappear individually until reaching the heart rate area. There was no pt involvement during the reported malfunction.